Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Based on the rv lead pace impedance trend data, there was an increased measurement to approximately 800 ohms that occurred approximately four months ago and the subsequent measurement after the high out of range measurement was in the approximately 700 ohms range. Both of these measurements are within the normal specification range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that based on the trend data, they believe this is likely due to a device header spring contact issue. Ts explained the spring contact behavior as well as the rate response trend (rrt) sensor and provide guidance to program off the rrt sensor. Ts stated that the impedance trend will likely get worse and indicated that they may want to program on the right ventricular automatic threshold (rvat) feature to monitor the lead. Ts noted there were no other signs of a lead integrity issue and indicated the presenting electrogram looked good. Finally, ts noted to check the lead the next time the patient is in the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Based on the rv lead pace impedance trend data, there was an increased measurement to approximately 800 ohms that occurred approximately four months ago and the subsequent measurement after the high out of range measurement was in the approximately 700 ohms range. Both of these measurements are within the normal specification range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that based on the trend data, they believe this is likely due to a device header spring contact issue. Ts explained the spring contact behavior as well as the rate response trend (rrt) sensor and provide guidance to program off the rrt sensor. Ts stated that the impedance trend will likely get worse and indicated that they may want to program on the right ventricular automatic threshold (rvat) feature to monitor the lead. Ts noted there were no other signs of a lead integrity issue and indicated the presenting electrogram looked good. Finally, ts noted to check the lead the next time the patient is in the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.